Event description:
This was a left-sided lead extraction case conducted in the or to remove 1 rv lead ((B)(4)) due to an acute infection. The patient was prepped with an arterial line, tee was available, fluoroscopy in use, blood products in the room, and cvs (dr. (B)(6)) was scrubbed in. The patient's pocket was opened and the rv lead was cut and prepped with a lld-ez. The ep was controlling the traction on the lld and the cvs was controlling the advancement of the sls and operating the foot switch on the cvx-300. Lasing began with a 12f sls ii, eventually upsizing to the 14f sls ii due to increased adhesions. The outer sheath was used to mechanically separate the rv lead from the surrounding tissue. The 14f sls ii was removed and the sls was upsized again to the 16f sls ii. The cvs lased just beyond the distal tip of the rv lead. Soon after the lead was extracted the patient's abp dropped. The cvs performed a sternotomy within 2 minutes, located a rv apical tear and successfully repair the injury. The patient was stabilized and transferred to the ICU for recovery. There were no devices retained for return analysis as they were disposed of during the code. An internal lhr review noted no issues or non-conformances.

Manufacturer narrative:
Device discarded by user.